Event description:
Report of an unrequested bolus delivery received. Customer reports that the pt had been on an epidural for 45 minutes. One of the staff nurses entered the pt's room and reports she "heard the pump working." The family and pt denied having pushed the button for medication delivery. The nurse turned the machine off right away and replaced it with another pump. Customer reported that the pt was "fine". Pt exhibited no symptoms of sedation and did not require any type of reversal medication. The medication used for pain relief was ropivicaine 0.2 with fentanyl 2mcg/ml. The pump settings were 8ml/hr, 2ml bolus and a 6 minute lockout. No additional info was available.